Event description:
The hospital reported that during a coronary artery bypass procedure, heartstring iii failed to load properly. The seal was not set properly on the heartstring iii. A replacement device was noted to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory's and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There was no other similar complaints reported against this batch. (B)(4).